Event description:
It was reported that an asymptomatic patient presented with an alert for extended charge time. The device was explanted and there were no complications during the procedure.

Manufacturer narrative:
(B)(4). Product not returned.